Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Additionally, the customer reported the pump did not log the data and was unable to verify the alert in the pump history. The customer's blood glucose (bg) was 235 mg/dl. During troubleshooting with tandem technical support, the customer was instructed to plug the pump into a power source for at least 30 minutes. Customer acknowledged. Multiple attempts were made by tandem technical support. However, the customer did not respond.